Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorotomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: the uterus is dextroverted. The patient has known contraceptive devices (essure) in the fallopian tubes bilaterally. There are no mass lesions or significant lymphadenopathy identified within the pelvis. Impression: CT scan of the abdomen and pelvis was performed. The examination demonstrates: there are no mass lesions or significant lymphadenopathy identified within the abdomen and pelvis. Pathology test - on (B)(6) 2019: the right fallopian tube (6.0 x 0.5 cm) has a smooth, dull serosal surface and a fimbriated end. Essure is present measuring 1.5 cm from the proximal end of the fallopian tube. The left fallopian tube (6.0 x 0.6 cm) has a smooth, dull serosal surface and a fimbriated end. Essure is also present measuring 1.5 cm from the proximal end of the fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: plaintiff fact sheet received. Reporter information added. Event bleeding added. Surgery details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: the uterus is dextroverted. The patient has known contraceptive devices (essure) in the fallopian tubes bilaterally. There are no mass lesions or significant lymphadenopathy identified within the pelvis. Impression: CT scan of the abdomen and pelvis was performed. The examination demonstrates: there are no mass lesions or significant lymphadenopathy identified within the abdomen and pelvis. Pathology test - on (B)(6) 2019: the right fallopian tube (6.0 x 0.5 cm) has a smooth, dull serosal surface and a fimbriated end. Essure is present measuring 1.5 cm from the proximal end of the fallopian tube. The left fallopian tube (6.0 x 0.6 cm) has a smooth, dull serosal surface and a fimbriated end. Essure is also present measuring 1.5 cm from the proximal end of the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: case became valid and serious incident. Reporter added. Previously reported event of injury replaced with pelvic pain. Lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophoctomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: the uterus is dextroverted. The patient has known contraceptive devices (essure) in the fallopian tubes bilaterally. There are no mass lesions or significant lymphadenopathy identified within the pelvis. Impression: CT scan of the abdomen and pelvis was performed. The examination demonstrates: there are no mass lesions or significant lymphadenopathy identified within the abdomen and pelvis. Pathology test - on (B)(6) 2019: the right fallopian tube (6.0 x 0.5 cm) has a smooth, dull serosal surface and a fimbriated end. Essure is present measuring 1.5 cm from the proximal end of the fallopian tube. The left fallopian tube (6.0 x 0.6 cm) has a smooth, dull serosal surface and a fimbriated end. Essure is also present measuring 1.5 cm from the proximal end of the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.